Event description:
It was reported that occlusion alarms occurred, however, the pump did not enunciate audible tones. The customer's blood glucose level was 350 mg/dl. Reportedly, the customer cleared the alarm and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.